Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube kinked event on 18-sep-2024. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6).